Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the sheath was tearing in the urethra. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.